Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The caller reported ins battery dead and pt didn't know what device they had. Reason for MRI as they are looking to replace the ins. Caller asked if impedances were required, reviewed that impedances are no longer required. Reviewed if it was known there were lead issues, then ts would caution against doing the MRI. Reason for battery to be dead are unknown by caller.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was patient stated they want to have an MRI. Patient, but the battery is dead in their stimulator and they have been working with a rep and their healthcare provider to try to get the stimulator battery replaced. Patient mentioned that rep came out and tried to reboot it but they were unable to get the implant battery started. Patient spoke someone and they told the patient that they had to have the remote with them to be able to do something to it or they couldn't do the MRI. Agent reviewed they would need to enter MRI mode to verify MRI eligibility. Pt stated they have had many MRI's in the past without entering MRI mode since the implant has been depleted. Pt stated they were in extreme pain. Pt became escalated and disconnected the call.